Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known but customer alleged no issue with the pump or related supplies. Customer declined to provide further information or undergo troubleshooting for the event.